Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the pelvic pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia and pelvic pain to be related to essure (ess205). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the pelvic pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia and pelvic pain to be related to essure (ess205). Amendment: the report was amended for the following reason: this case will be deleted due to duplicate identified with retention case number (B)(4). All the information from current case was transferred to case retention case number (B)(4). Legacy device report number 2951250-2018-03085 from case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.